Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed multiple tests during the system checkout due to liquid contaminated on several parts. No patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The system was investigated by the distributor's field service engineer (fse), who concluded that there was moisture in the patient cassette and liquid on pcb's. This was solved by cleaning. The fse successfully performed multiple system checkouts (sco: s) with positive results and kept the system under observation to ensure proper functionality and safety. No additional parts were replaced, and the anesthesia system was handed over to the customer in good working condition. A complete set of device logs was received for review. Evaluation of the logs indicates that the last successful system checkout (sco) was performed on (B)(6), after which the system failed subsequent scos. Despite this, the system continued to be used, which is not in accordance with recommended operating procedures. Our conclusion, based on the obtained information, is that the reported issue was resolved by cleaning the patient cassette. The presence of liquid on the printed circuit boards can cause short circuits or other failures, potentially leading to anesthesia system malfunction. However, it could not be determined how the liquid entered the system or what type of liquid it was.

Event description:
Manufacturer's reference #: (B)(4).